Manufacturer narrative:
On 1/13/2020, it was noticed an erroneous date of implant was provided on the previously submitted report. The patients correct date of implant was (B)(6) 2007. On 02/05/2020, mentor completed evaluation of the device. Device evaluation summary: during visual evaluation of the device it was observed a crease in posterior view, additionally a tear within the crease was noted, measuring approximately 10 cm. The evaluation determined that the rupture is consistent with a crease/fold rupture. A fold or wrinkle rupture is a known inherent risk associated with the use of gel-filled mammary prostheses, and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. As stated in the product insert data sheet, creating wrinkles or folds should be avoided during implantation or other procedures as it can result in rupture in a later time. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/21/2020, it was noticed that the device evaluation in the previous report is for manufacturer number 1645337-2019-26017. Below is the correct device evaluation: device evaluation summary: during visual inspection, the sample was found to be ruptured. Additionally, a crease was found in the edges of the rupture. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor memorygel breast implant 550cc and experienced bilateral ruptures post-operatively, which was confirmed by a physician via MRI. As a result, the patient underwent removal and replacement with mentor memorygel breast implant 550cc, catalog# 3505501bc, serial# (B)(4) (left), (B)(4) (right) on (B)(6) 2019. This report is for the right side device.